Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call damage on battery cap. Customer's blood glucose level was 405 mg/dl. Customer's wife advised when they change out the battery the device turns off and everything is lost. Customer advised they cannot figure out when the device will turn on or off. Customer advised when they turned the battery cap it would go on and off and they were unable to treat their high blood glucose levels. Troubleshooting for off no power was performed. Troubleshooting for the blank display was performed. Customer advised they did not receive low battery alert prior to the off no power alert. Customer was advised to monitor the device and that a replacement battery cap would be sent out.